Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted 5 and a half months post-implant due to suspected asymmetric vault/z-syndrome. Allegedly, the patient noticed a decrease in vision and asymmetric vaulting was first observed 4 months post-implant. The lens was explanted and a different lens model was implanted. In the surgeon's opinion the likely cause of the event was "capsular fibrosis."

Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.